Event description:
It was reported that, one month post-implant of this artificial urinary sphincter, the patient experienced recurring incontinence. Cystoscopy identified that the cuff was extremely slow to fill. All components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.